Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have oversensing noise. The rv lead was explanted and replaced. The patient was in stable condition.